Event description:
A malfunction alarm occurred with the code malf 12, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. The technical support team provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to call back if any malfunction code reappeared. The customer understood the instructions and was able to continue using the pump.